Manufacturer narrative:
The returned part shows fracture damage from the base of the hex. The cause of failure appears to be torsional overload. As returned, the hex feature of the 4.5mm hex driver bit has fractured off the device. The fracture occurred at the base of the hex feature and the fractured piece was not returned with the complaint for review. The device meets specifications as measured and has a potential field age of approx 2 years. The device history records were reviewed and found to be intact and conforming, indicating the device was manufactured to specifications. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for mfrs guidance document published by the FDA in 1997.

Event description:
It is reported that when trying to remove the rhk hinge post, the bit snapped.